Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the peg stoma was treated off and on for a fungal infection because it discharged quite a lot; the patient had sore skin around the stoma. Cultures were taken and on b)(6) 2025, the patient started on heracellin. On 27 nov 2025, the nurse reported that there was discharge coming from the stoma.